Event description:
It was reported that the physician cannulated the right internal jugular with the 24 ga catheter over needle (26 ga), removing the needle to leave the 24 ga catheter in place. She then threaded the spring wire guide (swg) aw-04018 into the catheter, encountering resistance slightly beyond the tip of the catheter. Unable to advance the swg, she knew she would have to withdraw the catheter & swg simultaneously & start again. There was resistance removing them together because the swg would not move. The physician removed the catheter & attempted to extract the swg. It started to unravel & she realized the core had fractured leaving some of the core & loose swg in the patient (pt). They took an x-ray which showed the tip of the swg inside the internal jugular. Pt was already prepped for heart surgery, so they prepped the neck & protruding sw. Then the surgeon severed the vein near the superior vena cava & removed the swg tip from that direction; loose coil was severed intentionally at the surface of the skin to enable the surgeon to extract the rest of the swg. The case was completed using peripheral IV's with a satisfactory outcome. Additional information received on 02/16/2010 from the sales representative stated: the customer uses the aw-04018 in a kit they put together using various companies' components, so it is not sure what brand catheter was used. Pt's weight: (B) (6) kgs.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.